Event description:
A customer reported to beckman coulter, (bec), that they observed that blood sampling valve (bsv) on the unicel dxh 800 coulter instrument was leaking and generating aspiration errors. The volume of the leak was approximately 2cc and was contained within the instrument. The laboratory's exposure control/risk management plans are in place. The customer was wearing personal protective equipment (ppe), consisting of gloves and a laboratory coat at the time of the event. No one came in contact with the fluid. Medical attention was not sought. No erroneous results were generated in connection to this event. There was no impact to patient treatment associated with this event.

Manufacturer narrative:
Beckman coulter field service engineer (fse) was dispatched to the customer site. The fse discovered that the source of the leak was a disconnected tubing at the blood sampling valve (bsv). The fse replaced the affected tubing. No further evidence of leaking was observed, instrument operated without issue. The cause of the leak was the disconnected tubing at the bsv. The instrument operated as intended by generating aspiration errors alerting the operator of the instrument problem. (B)(4).